Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient was in intensive care the balloon of the probe was completely deflated. Several attempts had been made to re-inflate it, but without success. Due to the inability to ventilate the patient properly, the patient had to be re-intubated. After removal, it was found that the balloon leaked at the point of sticking to the probe. There was patient involvement.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations.

Manufacturer narrative:
Corrected h1, h6: health effect - impact code, and medical problem codes. B1 - adverse event/product problem and b2. One (1) used device was received for evaluation. A visual inspection was performed, no damages or anomalies were observed. The inflated cuff showed no leaks, and the reported issue could not be duplicated. A review of the device history record (DHR) was conducted, which indicated that all inspections had been completed and no issues were noted during manufacturing.